Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap was fractured at the bevel edge distal to glue zone; the fiber/glass cap distal part was detached and not returned; the heat shrink tube exhibited signs of stretch/scratch at the open end area. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation, due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that the surgical fiber was observed to forward fire @ 42,551 joules. The procedure was completed using a second fiber. There was "no patient injury" reported.